Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device had produced the alarm while being setup. In the biomedical shop (bme), the customer confirmed there was an 1104 diagnostic code in the diagnostic report (drpt). The rse advised the customer that the advised replacement part to resolve the issue is the central processing unit (cpu) printed circuit board assembly (pcba). The customer also requested the motor controller (mc) pcba part information as a precaution. The customer called the rse back a week later and confirmed that the cpu pcba had been replaced, and they needed the replacement option codes for the newly installed cpu pcba. The rse provided the customer with the options codes and the customer confirmed that they worked properly. The customer stated they would finish reprogramming the device and callback if further assistance was needed. In a good faith effort (gfe) response from the customer it was confirmed that the reprogramming had been successful, and the device had passed the required tests per the service manual. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.